Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information added to: g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device has replaced front cover bottom for front corners crack, replaced rear case bottom for front corners crack, barrel clamp had cracked handle, handles were cracked. Device has been calibrated. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of syringe front cover. A review of the device history record showed the device had a manufacture date of 21sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.